Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that during surgery, the cutter did not have enough power. The cutter was exchanged and the surgery was completed. There was no harm to the pt reported.